Event description:
It was reported that the patient presented at office consultation with this inflatable penile prosthesis (ipp) because it was not working properly. Two weeks later, a surgical procedure was performed and a hole in the right cylinder was noted. The original pump and cylinders were removed and a new system was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The pump and cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the pump. Visual testing of cylinders revealed that there was wear at fold in the proximal body of one cylinder, but no hole was found. Based on the information available and analysis results, the reported clinical observation of hole/perforated was unable to be confirmed.

Event description:
It was reported that the patient presented at office consultation with this inflatable penile prosthesis (ipp) because it was not working properly. Two weeks later, a surgical procedure was performed and a hole in the right cylinder was noted. A new system was implanted and the original pump and cylinders were removed. There were no patient complications reported.